Event description:
It was reported the patient's battery was replaced. The patient's rechargeable battery died due to patient non-compliance with re charging. Several physician mode recharges were attempted but did not restart the battery. The patient received a non-rechargeable battery. The patient outcome was reported as no injury.

Manufacturer narrative:
Lead model 377860, lot # v362362013, lead model 377860, lot # v364276037, anchor 3550-39, lot # n233462, recharger 37752, serial # (B)(4), programmer 37743, serial # (B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712 serial # (B)(4) determined no significant anomalies were found. According to the trace report obtained from the ins, the total recharge count was 22. The last recorded recharge session done while the device was implanted was (B)(6) 2010. The device was recharged for 3 hours and 22 minutes. The battery charged from 3.385 to 3.900 volts. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. The battery discharged to lock mode on (B)(6) 2011.